Event description:
It was observed that during the device evaluation, the subject device presented an e224 scope communication error message. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, e224 error occurred due to faulty cable. The most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.